Manufacturer narrative:
Omit a1407 - insufficient flow or under infusion (2182) omit b21 - type of investigation not yet determined omit c21 - results pending completion of investigation. Omit d16 - conclusion not yet available. Manufacturer narrative: a review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported vancomycin was hung around 8pm. The rn programmed the pump to resume intravenous fluids upon completion of vancomycin. It was noted that the pump beeped and another rn went into the room to reset the pump. When the rn went back to patient's room, it was noted that the vancomycin bag was full. There was patient involvement and no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported vancomycin was hung around 8pm. The rn programmed the pump to resume intravenous fluids upon completion of vancomycin. It was noted that the pump beeped and another rn went into the room to reset the pump. When the rn went back to patient's room, it was noted that the vancomycin bag was full. There was patient involvement and no patient harm.